Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) no sample is available for investigation. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available.